Event description:
It was reported, fifteen days postoperatively, the pt presented to the hosp and an echocardiogram revealed aortic insufficiency of the bioprosthesis. The valve was explanted and replaced with a larger 21 mm valve from another MFR.